Manufacturer narrative:
Analysis of programming history.

Event description:
During product analysis of an explanted generator, the settings found were indicative of a faulted diagnostic test. No patient adverse events were reported; however, it is unknown if the faulted diagnostic test occurred at the explant procedure or prior to. Attempts to obtain the programming history from the surgeon and physician's programming systems are underway; however, they have not been received to date.

Event description:
Programming history was received from the neurologist's office but did not show the patient's device settings being outside of what was intended. The surgeon has retired and therefore no additional information will be obtained from his office.

Manufacturer narrative:
Describe event or product problem, corrected data: the initial MDR indicated that no further programming history had been received however, the data available from the neurologist's office was received. The information has been updated on this report.